Manufacturer narrative:
Device not returned.

Event description:
It was reported that unspecified issues with multiple non-tandem infusion sets occurred. Customer¿s blood glucose (bg) level was ¿high¿, however, a specific bg value was not provided. Contact alleged bg potentially reached in the 600 mg/dl range. The infusion sets were changed to address the issue. The infusion set brand and manufacture was not provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.